Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue, did not identify anything unusual in the diagnostic logs. The stm replaced the batteries to resolve the issue. Full preventative maintenance (pm) was completed and the unit passed all functional and safety checks to factory specifications. (B)(6).

Event description:
It was reported that during preventive maintenance (pm), performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp), failed the battery runtime test. Since the event occurred during pm, there was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm), performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp), failed the battery runtime test. Since the event occurred during pm, there was no patient involvement, thus no adverse event was reported.